Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the report was dated 22 jan 2017 and that all the other episodes were dated 2017. It was noted that the implantable cardiac monitor was implanted in 2019. No intervention was performed. The patient was in stable condition.